Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. On june 7, 2019, the user facility further reported that per their internal investigation, they indicated that the ice machine was contaminated as it was tested and came back positive for acid fast bacilli (afb). They have been using the ice for procedures. The species is not definitive yet. The manufacturer will continue to investigate this report to obtain more details regarding the reported event. This report will be supplemented when new and significant information is received.

Manufacturer narrative:
This supplemental support is being submitted to provide additional information from the olympus endoscopy support specialist (ess). The ess was dispatched to provide a reprocessing in-service training on all bronchoscope models. The in-service included bedside pre cleaning, leak testing, manual cleaning, and storage information contained in the olympus manual. The ess provided the user facility with supporting documentation and wall charts for reference. Based on olympus¿ investigation, the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device referenced in this report is a loaner device. The loaner device was sent to the user facility on october 3, 2018 and it was returned to olympus on october 12, 2018. The quality inspection report was reviewed to determine the as received condition of the device, and it was noted that the device passed the water dunk test, the bending section cover glue was cracked, lifted and found a hole on the plastic cover. There were five light guide fiber breakage. The device was serviced and was returned to stock. Olympus was not informed about the infection report not until (B)(4) 2019. Olympus will continue to investigate this report to obtain more details regarding the reported event. This report will be supplemented when new and significant information is received.

Event description:
An olympus clinical endotherapy specialist (ces) reported that there were four patients reportedly infected with mycobacterium peregrinum after undergoing a bronchoscopy procedure at the user facility. Three out of four patients were examined with the same bronchoscope model bf-1th190 with serial number (B)(4) (patient#1, 3, and 4). Patient #1 underwent a therapeutic bronchoscope on (B)(6) 2018. The patient returned later with unspecified respiratory symptoms and was later diagnosed to be infected with mycobacterium peregrinum. Mycobacterium peregrinum takes approximately five to eight weeks to grow. There is no known treatment for m. Peregrinum. Patient #2 procedure was dated (B)(6) 2018 and was examined with bronchoscope model bf-1th190 with serial number (B)(4). The user facility standard reprocessing method includes pre-cleaning, manual cleaning followed by automated endoscope reprocessing using an oer-pro. The ces was informed that the oer-pro filters are replaced per the designated frequency. The scopes are stored in mass medical scope locker, and the hepa filter has not been changed in the last 18 months. The input charcoal like sponge filters are original as well. Each scope has undergone a bal test, saline flushed through biopsy channel and collected. The sample collected was sent to the lab for testing. The hepa filter was soaked in saline and sent out for testing as well. This is 2 of 4 reports and this is for patient#2.